Event description:
It was reported to boston scientific corporation that a suturing cinch was used during an endoscopic mucosal resection (emr) procedure on (B)(6) 2026. During the procedure, the cinch failed to deploy and cut the suture because the fire mechanism broke. The cinch was manually deployed. The procedure was completed. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a0401 is being used to capture the reportable event of cinch wire break. Device code a150101 is being used to capture the reportable event of cinch failure to deploy. Device code a050702 is being used to capture the reportable event of cinch failure to cut. Imdrf code f2301 is being used to capture the reportable event of additional device required.